Manufacturer narrative:
Product complaint#: (B)(4). H6: component code: g07002 - device not returned. H6: component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was requested, but unavailable: were x-rays taken to locate the needle? What measures were taken to retrieve the needle? Was there any additional tissue damage as a result of searching for the needle? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Contacted with the sales rep today via phone, please refer to event description and other information requested is unknown. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an apparent needle detachment, a section of suture is present in the image. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent a lap myomectomy procedure on (B)(6) 2024 and barbed suture was used. At 10:10 am, the patient underwent surgery. During the surgery, suture was used to suture the uterus in the abdominal cavity. During the suture, the pulling off suture needle happened and the suture needle fell into the patient's abdominal cavity. It is easy to cause organ damage and foreign bodies left in the abdominal cavity, which poses a great risk, increasing the time and cost of the operation. The surgeon found the needle and suture under the laparoscope and removed them. The needle was not damaged and there was no residue. The new suture was replaced to suture the uterus. The operation was successfully completed. The patient's vital signs were stable during the operation and was sent back to the ward after the operation. There were no patient consequences reported. Additional information was requested.